Event description:
The manufacturer received information alleging that a simplygo device produced burning smell and upon inspection visit it was confirmed that a part of the battery had molten. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to manufacturer service center for evaluation. The device was visually inspected and during operation check, the reported phenomenon could not be confirmed. However, since a part of the battery was melted, it was presumed that this caused the unusual odor. The main unit itself had no issues. The battery was replaced. Investigation found a decrease in oxygen concentration and replaced the sieve canister kit, the inlet filter was deformed, so replaced it with an inlet filter kit. Confirmed the leak and replaced the spine kit. Repair and replacement parts: sieve canister kit, inlet filter, kit spine kit. Each part was inspected, cleaned and carried out a comprehensive inspection to confirm that it was functioning properly.